Event description:
Procedure type: tep procedure. According to the reporter: during the preparation prior to the procedure, the scrub nurse found that the tip of balloon was broken. There was no report of pieces falling into the cavity or impacting the patient. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
Date initial report sent: 06/25/2009.